Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient was experiencing pain at both ipg sites due to weight loss. Surgical intervention took place on (B)(6) 2026 wherein both ipg¿s were buried deeper within the same pocket sites to address the issue.